Event description:
Procedure performed: [cardiac surgery] event description: [hospital: [hospital name] distributor: [distributor name] model #: a0g01. Lot #: 1510129. The procedure was cardiac surgery. While using the inserts to block blood flow, the rubber part of the inserts detached from the product. The surgeon did not notice anything wrong during the setup or when it started to be used. However, the detachment was discovered later during its use. The procedure was completed successfully by using the insert continuously. The product in question was returned from the hospital. Please investigate the possible root cause. The hospital has requested the investigation report. Additional information obtained from applied medical rep via email on 27jan2025: no other devices or instruments were used. The surgical team noticed during aortic clamping that the device malfunctioned. The insert pad partially detached from the insert. The pad did not fall into the patient's body. There was no damage to the vessel. The surgeon noticed something unusual while using the insert, which led to the identification of a malfunction. Type of intervention: [the procedure was completed successfully by using the insert continuously.] Patient status: [no health damage was reported for the patient.]

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit. Visual inspection confirmed the partial pad separation on the insert. Based on the condition of the returned unit, it is likely that the reported event occurred during the manufacturing process. Applied medical has performed a historical trend analysis and review of production records and no relevant documentations were identified. Corrections were performed to section g2.

Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: [cardiac surgery]. Event description: [hospital: [hospital name], distributor: [distributor name], model#: a0g01, lot#: 1510129. The procedure was cardiac surgery. While using the inserts to block blood flow, the rubber part of the inserts detached from the product. The surgeon did not notice anything wrong during the setup or when it started to be used. However, the detachment was discovered later during its use. The procedure was completed successfully by using the insert continuously. The product in question was returned from the hospital. Please investigate the possible root cause. The hospital has requested the investigation report. Additional information obtained via email on 27jan2025: no other devices or instruments were used. The surgical team noticed during aortic clamping that the device malfunctioned. The insert pad partially detached from the insert. The pad did not fall into the patient's body. There was no damage to the vessel. The surgeon noticed something unusual while using the insert, which led to the identification of a malfunction. Type of intervention: [the procedure was completed successfully by using the insert continuously]. Patient status: [no health damage was reported for the patient].